Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information: ¿part of the jaw¿ was left in the patient. Upon further clarification, it was the white pad.

Event description:
It was reported that during an unknown procedure the bottom jaw broke off. No other information was available at the time of the call. It is unknown how the procedure was completed. It is unknown if there were any patient consequences.

Manufacturer narrative:
(B)(4). The complaint was for the bottom jaw of the device braking off. Generator log was reviewed and the generator log did not contain any relevant information for this issue.

Manufacturer narrative:
(B)(4). Additional information received: no the tissue pad did not melt. No the part of the clamp arm where the pad is located was fine and was intact, it is the tip of the metal tip that heats up that broke off. No the part of the arm where the pad is located is not the part that is in question. This happened when we were circumscribing the vagina along the koh colpotomizer; I have been using the harmonic scalpel for 20 years, so I am well versed with this and this had never happened to me before. The pt was readmitted on pod#1 for fever and went through a 48 hour hospitalization and multiple tests including 2 CT¿s to r/o bowel injury; luckily she escaped any harm but it did increase her care cost. After looking for the device for 30 minutes without success the decision was made to leave the or with it in the abdominal cavity.